Event description:
It was reported the device had been having multiple power on reset (por) conditions since implant at a rate of about 1 per month. The patient had been clearing the pors by herself with the patient programmer. The cause of the most recent por was parity error (0x0400), but no other error codes for the other pors were known. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Event description:
Review of the data file revealed only one power on reset ( por) condition reported. The implantable neurostimulator date had been changed to 2000-(B)(6), indicating that other pors had occurred. No overdischarges were reported. Group a leads indicated a short circuit (88 ohms) and the patient had reported seeing out of range on her programmer.

Manufacturer narrative:
Lead model 3778, lot #v561391020, implanted: (B)(6) 2010; lead model 3778, lot #v581021015, implanted: (B)(6) 2010; extension model 37081, serial # (B)(4), implanted: (B)(6) 2010; extension model 37081, serial # (B)(4), implanted: (B)(6) 2010; programmer model 37743, serial # (B)(4); recharger model 37752, serial # (B)(4).

Event description:
Additional information showed the patient was successfully reprogrammed. It was stated the patient was switched from four available programs to two available programs. The patient was "doing well."